Event description:
Report on voluntary medwatch indicates: "a cardiazen drip was started in the ER on IV pump. When the patient reached the ICU, there should have been 80cc's left in the bag. There was only 30cc's. The 'volume to be infused' amount on the pump did not change". Account reports no patient injury they know of or medical intervention.